Event description:
Allegedly, thr left hip. Reason for revision unknown. Low activity level.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot.. The product was not returned. (B)(4): evidence that product in specification when used.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01505, 01507.